Event description:
Customer reported that during treatment, a clot formed on the access and broke up to the filter. The customer stated that the access and filter pressures did not increase or change and they were unable to return blood manually. Volume of blood lost unknown.